Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported an error occurred after interrogating an enrhythm device and printing began. The power was cycled on the programmer and service disk was run. The programmer was restored to service. No patient complications were reported as a result of this event.